Event description:
It was reported the speaker is defective. It is unknown if the device was in clinical use.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the speaker is defective. It is unknown if the device was in clinical use.